Manufacturer narrative:
On-site investigation was performed by hospital's engineer. According to received information, the internal leakage test failed with message 'pressure transducer difference>5cm h2o' during pre-use check. The pressure transducer printed circuit board (pcb) was found defective. Our technician was no on-site and repair was done by the customers themselves. According to the technician the issue was solved. Pressure transducer printed circuit board measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. The device's logs were not provided for further analysis. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to pressure transducer printed circuit board. The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator failed pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).